Event description:
It was reported there was an alert for high pacing impedance, > 1000 ohms. Oversensing was also observed. An x-ray was inconclusive. The lead was explanted, replaced and discarded. The patient outcome is noted as 'well'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.